Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., g.2.

Event description:
Healthcare professional reported capsular contracture baker grade IV.

Manufacturer narrative:
The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late and rupture.

Event description:
Patient reported for right side "fluid accumulation between the prosthesis and breast tissue", "capsular contracture grade unknown", "intracapsular rupture", pain", "significant increase in size of right breast". The device remains implanted. Treatment with piedmont; patient took 3 packages.